Event description:
Customer reported that pump quick bolus/wake button was difficult to press and often required multiple attempts to activate the pump screen. There was no reported impact to the customer¿s blood glucose level. The customer reverted to an alternate method of insulin therapy.